Manufacturer narrative:
(B)(4).

Event description:
Pt's dad reports signal loss but did not have any information at time of call- (B)(6) 2018 (B)(6). Update: made contact with pt father ((B)(6) ) on ph#: (B)(6). Pt father refused troubleshooting at this time.

Manufacturer narrative:
(B)(4). Describe event or problem correction to remove statement "pt's dad reports signal loss but did not have any information at time of call (B)(6) made contact with pt father(B)(6). Pt father refused troubleshooting at this time."

Event description:
Subsequent to the initial MDR, a correction is required. Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available.